Event description:
It was reported that the patient experienced ischemia requiring additional intervention. Obsidio was selected for an embolization procedure in the gastrointestinal (gi) tract of a patient with gastric bypass. Upon opening the obsidio, the packaging was noted to be damaged. Patient had ischemia and the gi needed to be resected. The patient fully recovered.

Manufacturer narrative:
B3: date of event: event date not provided. Used first day of the month of the aware date.

Event description:
It was reported that the patient experienced ischemia requiring additional intervention. Obsidio was selected for an embolization procedure in the gastrointestinal (gi) tract of a patient with gastric bypass. Upon opening the obsidio, the packaging was noted to be damaged. Patient had ischemia and the gi needed to be resected. The patient fully recovered. It was further reported that the patient had continued bleeding at the roux limb for which the patient ended up going to embolization given comorbidities and the need for anticoagulation/antiplatelet therapy. Embolization of the supply to the bleed in the small branch of the sma was performed using 0.2-0.3ml of obsidio with the standard technique. The catheter was pulled following the delivery of obsidio. The bleeding stopped and the patient stabilized that day. The patient was seen on rounds the following day with no issues noted. Approximately 2-3 days post-procedure, the patient had abdominal pain and lactic acidosis. A computerized tomography (CT) scan demonstrated ischemia with no portal venous gas. The patient was taken to surgery and had 15-20cm of the bowel resected. The patient did fine post procedure.

Manufacturer narrative:
B3: date of event: event date not provided. Used first day of the month of the aware date.